Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she changed the infusion set and forgot to remove the paper from the adhesive, so the infusion set came right off. She pulled and took the paper off and reinserted the infusion set. The customer's blood glucose was over 400 mg/dl and did not lower after she administered a bolus. She observed blood and insulin at the insertion site. After a correction, her blood glucose lowered to 329 mg/dl. She stated that the infusion set had popped off her body, and without thinking, she inserted the same infusion set into her body. She noticed that her blood glucose was high and wondered if the cannula was not on the infusion set. She changed the infusion set but still experienced high blood glucose. She was able to treat with insulin and lower her blood glucose. She was advised to consult her doctor and monitor her blood glucose, declining troubleshooting assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.